Manufacturer narrative:
The device was returned to the manufacturer. The inspection found that the device was received with nicks on the control bar and head. In addition, the device was received out of calibration. Unable to determine a cause of the reported complaint. The nicks on the head and control bar were minor and unlikely to have contributed to the cause of the reported complaint. This is a re-usable device, subject to normal wear and tear. The service records indicate that the device is 17 years old and the device has not been returned to zimmer for service since (B)(4) 2009. The zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer air dermatome unit skipped. Additional clinical follow up with the hospital indicated that the issue was experienced as part of the set up for the procedure. No harm or injury and another unit was used to complete the case.